Event description:
A pt with coronary artery disease had 3 cypher stents implanted into the right coronary artery. The pt returned with chest pain five days later. At this time a re-catheterization was performed and all implanted stents were open. Further investigation revealed lesions in the left anterior descending coronary artery. A pixel stent was placed in the distal lesion, and cutting balloon used to the proximal lesion. A couple of days later, the pt returned to the catheterization lab due to chest pain. All stents deemed open but stenosis noted at the proximal left anterior descending. A taxus stent was placed proximally and distally to the pixel stent. 44 hours post stenting the pt developed acute chest pain with st elevation. In the cath lab, 30 minutes after initial onset, the pt was in cardiogenic shock, no blood pressure, full arrest. The left anterior descending was occluded proximally at the ostium. The pt never regained cardiac function despite resuscitative measure. Pt died.